Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of ams via merlin.net review of the strips revealed far r oversensing. Programming changes were recommended.

Event description:
New information received indicates that the patient presented in clinic. Review of the merlin.net transmissions revealed new episodes of inappropriate ams and oversensing similar to the far-r wave. Caps confirm and lead revision was suggested. No programming changes were made. Further actions will be discussed with the physician. The patient was stable and will continue to be monitored.